Manufacturer narrative:
Recently otto bock healthcare products (B)(4) performed a retrospective review across all complaints recorded between (B)(6) 2015 and (B)(6) 2017. During the review it was discovered that the patient population involved in this event has to be considered as vulnerable, which is why it was determined that this event is reportable. Investigation results: the evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall.

Event description:
Patient stumbled over the edge of the carpet and wanted to break his fall with the prosthetic leg, but there was no resistance. Bruised shoulder, medical treatment (ambulant) required.